Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device tore at the flange/connector. The ventilator alarm went off after it detected the issue. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there was a tear. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown.